Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold and had dislodged. The patient was suspected of twiddling the rv lead back to the pocket. Upon x-ray, it showed that this lead had pulled all the way back to superior vena cava (svc). This lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.